Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The rv lead also exhibited low pacing impedance measurements. Programming changes were made. The patient was in stable condition.